Event description:
Consumer stated, she tried to remove a tampon and the tampon came apart and she was required to remove the remaining tampon pieces herself. Consumer stated this event occurred with 5 different tampons.

Manufacturer narrative:
Device history record completed and no discrepancies found. Consumer did not return product samples for evaluation.